Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they were fine for a while after the last call, but then the bowel symptoms started "driving her crazy" as she experienced a loud growling stomach at night, diarrhea, and having food go right through her. The urinary symptoms had improved, however. The trial was beautiful, but the patient experienced a loss or change of therapy with the implanted device, noting the stimulation in the rectum felt like a little hump and felt like something pressing on her rectum or she could feel something going on. It was later stated that the patient did not feel stimulation. The patient was so upset she was shaking like a leaf. The following day, the patient received a new programmer but she still did not feel stimulation. The patient was able to sync with guidance, turned stimulation on, and increased settings to the level that the patient could feel. Additional information received on 13-nov-15 from the consumer reported having a bad fall in (B)(6) 2015 and consequently not being able to control her bladder. However, it was noted that the patient already had poor bladder control before the fall. The patient was encouraged to monitor symptoms and see their healthcare provider.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported that she was urinating way too much and having bladder issues. She began with stimulation on, no program, and at 1.8 volts. She increased to 2.0 volts and felt comfortable stimulation in the rectum and bicycle seat area. She had an urologist appointment scheduled for (B)(6)-2015. The patient was also supposed to be drinking water for her kidney stones, but had not been because she was urinating too much. She was taking a probiotic, acidophilus probiotic. She mentioned pre-existing conditions of irritable bowel syndrome (ibs) and diverticulosis; she had a narrow colon.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y6e1, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) worked in the beginning then gradually got worse as she was going 10-15 times a day for bowel; the patient also noted they had the flu 3 weeks ago and was "living on" (B)(6). On (B)(6) 2015, the stimulation settings were adjusted and the patient "went through the roof." As a result, the patient was afraid to make any adjustments. The patient went to the clinic that day and they were fine when they left the clinic. However, "then all of a sudden it started back again." During the call, the patient increased stimulation until she felt stimulation in the rectum. Cause, troubleshooting, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.